Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because the lot information was not provided. Based on the information reviewed, the reported recurrent mitral regurgitation (mr) appears to be related to the tissue injury. However, a cause for the tissue injury cannot be determined. It is possible patient and/or procedural condition of the initial procedure contributed to the injury; however, this cannot be confirmed. The reported unexpected medical intervention and hospitalization were a result of case-specific circumstances. Additionally, unspecified tissue injury and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. D6a: estimated date.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Implant date: estimated date.

Event description:
This is filed to report tissue damage , recurrent mitral regurgitation and prolonged hospitalization. This is filed to report that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. On an unknown date, one clip was implanted, reducing mr. Then on (B)(6) 2021, the patient was referred to another hospital. The patient had recurrent mr grade of 4. The clip was stable on both leaflets; however, small flail was observed on the lateral side of the clip. The patient was admitted and underwent a second clip procedure. One additional clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.